Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced battery fault alarms on their primary system controller on (B)(6) 2025.the battery was exchanged but the alarm persisted. The system controller was then replaced.

Event description:
Additional information provided on 11feb2026 stated that the cause of backup battery fault alarm was not identified. The system controller was then replaced, and no alarms returned after the controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. A log file was downloaded (f2170954) for review and showed events spanning 20dec2025 ¿ 22dec2025, per timestamp. Intermittent backup battery fault alarms were active on 22dec2025 due to the backup battery not passing its load test. The backup battery did not pass the load test due to the unloaded voltage being outside the expected threshold. The alarms did not prevent the system controller from supporting the system as intended. The backup battery was observed to be exchanged on 22dec2025 and, subsequently, the driveline was disconnected on 22dec2025 for a system controller exchange, consistent with reported information. No other notable events or alarms were observed in the data reviewed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis with the event backup battery (serial number: (B)(6)). The controller was functionally tested. The system controller was connected to a mock loop and operated the system for an extended period, during testing, without any issues or alarms activating. Provided information indicated that exchanging the controller resolved the reported event. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective action and preventive action investigation was initiated to investigate backup battery fault alarms further. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. D) and the heartmate 3 patient handbook (rev. A) are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting,¿ and section 5 of the patient handbook, ¿alarms and troubleshooting,¿ cover all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the issue does not resolve. Section 2 of the IFU, entitled ¿system operations,¿ describes the backup battery installation process. The heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Section 8 of the IFU, entitled ¿equipment storage and care,¿ and section 6 of patient handbook, entitled ¿equipment maintenance,¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The 11-volt backup battery, serial number (B)(6), was observed to have passed all initial manufacturing testing per the manufacturing test datasheet. No further information was provided. The manufacturer is closing the file on this event.